Manufacturer narrative:
Patient age/date of birth and gender: asked but unavailable (asku). (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was partially inserted into patient's eye when improper loading of the device was observed. It was noted that problem was related to use error and lens has misfired. As a result the incision was enlarged and lens was removed. Additional information regarding the event and patient outcome were requested however no further information has been provided.